Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post orif procedure of the ankle on (B)(6) 2011 reportedly fell. Pt returned to surgeon complaining of pain. It was determined one cortical screw was broken. Pt was returned to operating room on (B)(6) 2011 with surgeon removing the broken screwhead and shaft that was accessible. No other hardware was removed. No new hardware was implanted.